Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a crack in the left wing. There was patient involvement, but no injury reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found a small crack on the wing of the trach. The customer reported complaint was confirmed. The probable cause of the issue is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.